Manufacturer narrative:
.

Event description:
The patient reported an infection at the device pocket. The patient saw the physician and received antibiotics. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional information is received.